Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The rse performed a remote assessment and confirmed that the system was not booting up. Further troubleshooting indicated that the issue was caused by a broken board in main cabinet. The philips field service engineer (fse) visited onsite and identified that problem encountered with power and cooling circuit on m cabinet. Later, fse determined that ignition signaling was not possible due to the defective pdu fan tray and dcps. The defective pdu fantray and dcps were returned for analysis which concluded that the fan tray interconnection board (pcba) and power supply ac and dc were faulty. The fse replaced both the pdu fan tray and dcps, and fuse to resolve the issue. After the replacements, the system was restored to normal operation and returned to use in good working order. The philips has initiated a field safety corrective action (2025-igt-bst-024).

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.